Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse noticed a leak due to pinched tubing through pinch valve vl2. The fse replaced the tubing and the instrument ran without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Manufacturer narrative:
Additional information: upon further review of this event, beckman coulter concluded that a leak at pinch valve (pv) reservoir 2 is not likely to generate erroneous results for the coulter lh 750 hematology analyzer.

Event description:
The customer reported approximately 8 ounces of clear fluid leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.